Event description:
It was reported that the har36 wasn't activating during an unknown case. A second device was used to complete the case with no consequence to the patient. One device will be returned for analysis by the customer.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned with tissue pad detached and the blade damaged at the tip with gouges due to contact to the clamp arm after the tissue pad was melted. The tissue pad detached was not returned. The device was connected to a test handpiece and generator and the device did activate during functional testing. The clamp arm to blade contact could have resulted in an alert screen. The blade was noted to have minor damage at the tip. This damage occurred after the tissue pad melted, exposing the clamp arm and allowing the blade to make contact. It is possible that this resulted in an error code/alert screen to be displayed during use. The damage to the tissue pad damage may occur when applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.